Manufacturer narrative:
Evaluation summary: as returned, the driver end is separated from the shaft. Surgical technique indicates the use of guide wire to ensure proper guidance of the reaming head. To avoid reamer getting lodged during use, the reamer should be immediately stopped and retracted when there is too much resistance. It is also suggested that repeated cleaning of the adhering bone is required if the bone is very hard. Since the reamer is flexible, any off-axis loading could have created tensile stresses causing product to fail. The conditions indicating how the reamer was inserted and loaded in the bone canal during surgery are unknown. It is unknown whether the reaming technique correlated with the surgical technique. Patient details and bone quality are also unknown there is insufficient information provided to determine the root cause of the part failure. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be re-opened. Zimmer, inc considers the investigation closed.

Event description:
The tip of reamer snapped off during reaming process.